Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated their reason for calling is for assistance contacting their local manufacturer representative (rep) and finding the phone number for their doctor's office. The patient stated they have been "having more and more pain issues" and would like to have their device checked for optimization of therapy. The patient called back and stated he has been having pain for the last 3 weeks and the pain meds do not work. He wants to meet with a rep to make sure the device is working properly because the patient did have a major fall not too long ago. No further complications were reported. No additional patient symptoms were reported.